Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2304793 the batch 6009344, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009344 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 18/sep/2024, with a total of (B)(4) units. During outgoing test 6 one sample was found with packaging issues. According to the sampling plan no other actions were requested. The sub-assembly, gluing of tubing of the lot 4j02855 was manufactured according to the (wi) version 42 and manufactured on the machines mp04, mp05 & mp08, on 16/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j02856 was manufactured according to the (wi) version 42 and manufactured on the machines mp04, mp05 & mp08, on 18/sep/2024, with a total of (B)(4) units. Device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was quick release.the infusion set was in use for one day. The patient replaced infusion sets and resumed insulin. No further information was available.